Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon device interrogation, it was noted the implantable cardioverter defibrillator (ICD) exhibited non-sustained oversensing episodes due to myopotential oversensing. Programming changes were discussed. No intervention was reported.